Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a signal loss and a hypoglycemic event was reported. The patient's mother stated that while the patient was at school, the paramedics were called because his blood sugar suddenly dropped to 1.8 mmol/l and they were weak and unable to move. During this time, she stated the patient had a signal loss on the receiver and the smart phone. The patient was transported to the hospital and was administered 0.5ml of glucagon. No additional patient or event information is available. Data was received but investigation window does not reflect the alleged device and/or the alleged issue. Confirmation of the allegation could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The patient's mother stated that while the patient was at school, the paramedics were called because his blood sugar suddenly dropped to 1.9 mmol/l and they were weak and unable to move.